Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, both s1 screws appeared to have fractured at the top of the shank. This was discovered four (4) weeks after the initial procedure. The patient reported pain around the site. A revision procedure to revise the construct is scheduled on an unknown date. No further information provided. This is report 3 of 10 for (B)(4).

Event description:
The initial complaint was reviewed and it was determined the broken screws were adequately covered with the impacted products on the complaint under medwatch reports 1526439-2021-00661, 1526439-2021-00664, 1526439-2021-00665, and 1526439-2021-00666. There are no additional allegations to be covered by this report for an unknown screw.